Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced with a new lead. After explanting the lead, myocardial tissue was observed in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled and the outer insulation was breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was a damaged guidetooth and the lead was stretched. Visual analysis noted that there was apparent explant damage. The lead was received with the steroid ring torn. It cannot be determined at this time when this occurred.